Event description:
On (B)(6) 2024, rayner received notification from a french healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that the plunger was very hard to push and that the lens failed to eject resulting in the wound size being enlarged to try and aid injection; however, injection was unsuccessful and the patient was left without an implanted iol.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the plunger was very hard to push and that the lens failed to eject resulting in the wound size being enlarged to try and aid injection; however, injection was unsuccessful and the patient was left without an implanted iol. The verbatim report received identifies that a high amount of resistance was experienced when depressing the plunger. The "use of rayone" section of the IFU "fig 7" reads "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone emv rao200e batch 123230712 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects.